Manufacturer narrative:
The manufacturer previously reported a ventilator's touch panel failed to respond. The customer was unable to change parameters. There was no harm or injury reported. The device was evaluated onsite by the manufacturer's field service engineer. The customer's complaint was confirmed. The touch panel issue was resolved by reloading the device software. Additionally, during the evaluation, a noise was heard coming from the device. The device's oxygen blending module was replaced to address the issue. The device's enclosure was found to be physically damaged and was replaced to address the issue. These issues would not affect the device's ability to deliver therapy as designed.

Event description:
The manufacturer received information alleging a ventilator's touch panel failed to respond. The customer was unable to change parameters. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.